Manufacturer narrative:
Continuation of medical devices: 5076-52 lead implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported prior to the patient undergoing surgery, the device was programmed to doo mode. During surgery, the patient went into ventricular tachycardia (vt)/pulseless electrical activity (pea). The patient was stabilized with medication, and following surgery the device was programmed back to the patient's normal mode. The device remains in use. No further patient complications have been reported as a result of this event.